Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the brake block was broken, cracked and the screws were broken off. The tech replaced the brake block to repair the bed.